Event description:
Complainant alleged that the medics were transporting a 16 month old female pt, while the medic was attempting to monitor the pt, but that the device screen display "went completely flat line and wouldn't move." The medics were able to obtain another device to monitor the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.